Manufacturer narrative:
Product has not been returned to 3m for analysis. 3m is unable to verify the leak and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) lot hx8986 leaked at the drip chamber. No patient or staff injury was alleged. No medical interventions were required.